Manufacturer narrative:
This device was eventually explanted from the field due to normal battery depletion. No further allegations were made in relation to this event. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that the patient with this pacemaker passed out, however no events were logged in the arrhythmia logbook. The local sales representative (sr) inquired how to program the ventricular tachycardia (vt) criteria, as they are trying to determine if the syncope is due to a slower vt rate or other. The vt rate down was reprogrammed to capture any future events.